Event description:
Boston scientific received information that the patient with this system presented to the emergency room after receiving a shock. Upon device interrogation, it was determined that the shock was inappropriate due oversensed noise. The local field representative (fr) indicated that the noise was not able to be replicated with pocket manipulation. The lead also displayed a pace/sense impedance in the 200 ohm range. The device sensitivity was reprogrammed until the patient could be seen for a revision procedure. Subsequent information indicated the patient underwent a revision procedure. The physician removed the terminal pins, re-inserted them and then tightened down the set screws. No noise was able to be replicated. The fr indicated that on fluoroscopy, the lead appeared to have not been inserted all the way. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.